Event description:
It was reported that an ultra set capd disposable disconnect y-set was leaking from the connection point (further described as, ¿leak was coming from where it connects to the catheter") which resulted in peritonitis. The patient attempted to tighten the connection; however, it would not tighten, and they had to use their hand to hold the connection in place. It was reported the patient was hospitalized for the event (for 13 days). Treatment for the event was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.